Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Repeat testing was performed and the results were negative. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported that discrepant results bd sars cov2 : discrepant results for max bd sars cov2 assay - incident date(s): (B)(6) 2021 - run# 80 b3; n1 positive; n2 negative; repeat n1, n2 negative - run# 80 a12; n1 positive, n2 negative; repeat n1, n2 negative - run# 81 b7; n1 positive, n2 negative; repeat run n1, n2 negative - run# 95 b11; n1 negative, n2 positive; repeat n1, n2 negative

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) unknown lot # was performed by the analysis of the customer¿s data and verification of complaints history. Despite multiple attempts to receive information from the customer, no kit lot number was provided. Customer provided database from instrument ct2280 but it is corrupted. Despite requesting new data, none was received for the investigation. The customer mentioned that four samples obtained n1 positive results which were negative upon repeat. Customer ran nine environmental monitoring swabs and one of them gave a positive result for rnasep. Although discrepant samples, for one or both targets, often occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site, this cannot be confirmed. Based on the available information, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents products. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Repeat testing was performed and the results were negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that discrepant results bd sars cov2 : discrepant results for max bd sars cov2 assay. Incident date(s): (B)(6) 2021. Run# 80 b3; n1 positive; n2 negative; repeat n1, n2 negative. Run# 80 a12; n1 positive, n2 negative; repeat n1, n2 negative. Run# 81 b7; n1 positive, n2 negative; repeat run n1, n2 negative. Run# 95 b11; n1 negative, n2 positive; repeat n1, n2 negative.